Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified eccentric position of the femoral head within the acetabular cup reflecting polyethylene wear. There are small scattered areas of radiolucency within the proximal femur that may represent early osteolysis. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03207.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#11-104111 biomet mlry-hd por fmrl 11x160mm lot#562450. Cat#135258 biomet vision ringloc shell 58mm sz25 lot#399250. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02705.

Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, the patient was revised on an unknown day. Patient just needed a poly swap and head exchange from wear. Nothing wrong with implant loosening. The original liner was cut in removal and new implants were implanted with no issues. Attempts have been made and additional information on the reported event is unavailable at this time.